Event description:
Malfunction of the ams penile prosthesis with the inability of the prosthesis to be inflated because of the to be inflated because of the absence of the pump to be filed and deflated.page 1.device identification7. Model number reservoir-72400152 cylinder-7240010310. Serial number reservoir-0977g cylinder-9242crt 9242cltdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.